Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: broken shell and missing piece of the shell. Weight measurement identified the device underweight. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. Thickness was not measured because another part of the device is missing. Based on the device analysis, the final assessment is a sharp broken on posterior due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of inflammation/irritation and capsular contracture are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade unknown and inflammation/irritation. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported that she first experienced 'unusual pain, tingling, swelling, numbness, or burning of the breast' more than two months after her mammogram. Additionally, healthcare professional reported capsular contracture, baker grade unknown. The device remains implanted. This file is for the right side.